Event description:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on (B)(6) 2014. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("horrific pelvic pain / pain") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("procedure was extremely painful"), fatigue ("fatigued and tired I am all the time."), abdominal distension ("bloating stomach is so bad/bloating ") with dyspnoea, hypertension ("blood pressure is extremely high and having trouble getting it stable"), menometrorrhagia ("extreme heavy painful irregular menstrual cycles"), dyspareunia ("pain with intercourse"), urticaria ("sore hives on my neck and back"), arthralgia ("joint pain in my hands and fingers"), mood swings ("mood swings"), depression ("depression") with anxiety, feeling abnormal ("brain fog"), vision blurred ("blurry vision"), paraesthesia ("pricking sensation on my skin"), skin lesion ("sores on my scalp"), headache ("headache"), complication of device insertion ("took well over an hour"), pruritus ("itchy sore hives on my neck and back"), muscle spasms ("leg cramps"), weight increased ("weight gain"), rash ("skin rashes") and alopecia ("hair loss"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, procedural pain, fatigue, abdominal distension, hypertension, menometrorrhagia, dyspareunia, urticaria, arthralgia, mood swings, depression, feeling abnormal, vision blurred, paraesthesia, skin lesion, headache, complication of device insertion, pruritus, muscle spasms, weight increased, rash and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, complication of device insertion, depression, dyspareunia, fatigue, feeling abnormal, headache, hypertension, menometrorrhagia, mood swings, muscle spasms, paraesthesia, pelvic pain, procedural pain, pruritus, rash, skin lesion, urticaria, vision blurred and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: follow up from summons-events "weight gain, skin rashes, hair loss" and reporter lawyer added from summon. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial' indicates here initial submission by the new legal manufacturer only company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("horrific pelvic pain / pain/ left side stabbing") in a 37-year-old female patient who had essure (batch no. B53553) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gerd, hypertension, depression and anxiety. Previously administered products included for an unreported indication: mirena in 2010. Concurrent conditions included eczema, allergic reaction, psychiatric disorder nos, obesity, neurological disorder nos, overweight, hypertension since 2002, eczema since 2002, gerd, herpes labialis, vaginal bleeding, bacterial vaginosis, external hemorrhoids, dysfunctional uterine bleeding, vaginal itching and breast tenderness. Concomitant products included amlodipine (norvasc), amlodipine since 2002, clonazepam, fluoxetine hydrochloride (prozac), hydrochlorothiazide and omeprazole. In 2013, the patient experienced fatigue ("fatigued and tired I am all the time/ chronic fatigue"), feeling abnormal ("brain fog"), pruritus ("itchy sore hives on my neck and back/ extreme hives/ hives covering entire body") and acne ("acne on my jaw line"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic infection ("pelvic infection shortly after essure was placed"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced dry skin ("dry skin") and eye pruritus ("itchy eyes"). On an unknown date, the patient experienced procedural pain ("procedure was extremely painful"), abdominal distension ("bloating stomach is so bad/bloating/ belly was so big") with dyspnoea, hypertension ("blood pressure is extremely high and having trouble getting it stable"), menometrorrhagia ("extreme heavy painful irregular menstrual cycles"), dyspareunia ("pain with intercourse"), urticaria ("sore hives on my neck and back"), arthralgia ("joint pain in my hands and fingers"), mood swings ("mood swings"), depression ("depression") with anxiety, vision blurred ("blurry vision"), paraesthesia ("pricking sensation on my skin/ prickling and crawling feeling on fingertips"), skin lesion ("sores on my scalp"), headache ("headache"), complication of device insertion ("took well over an hour"), muscle spasms ("leg cramps"), weight increased ("weight gain"), rash ("skin rashes"), alopecia ("hair loss"), dry throat ("mouth and throat was so dry (coded elsewhere)"), dry mouth ("mouth and throat was so dry (coded elsewhere)"), pollakiuria ("10 day post op and im still peeing every 30 min"), dysmenorrhoea ("dysmenorrhea"), irritability ("irritability"), panic attack ("panic attacks"), migraine ("migraines"), hypoaesthesia ("numbness in right foot"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and swelling ("swelling"). The patient was treated with ibuprofen, metronidazole, lidocaine (xylocaine), cilest (ortho cyclen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, procedural pain, hypertension, menometrorrhagia, dyspareunia, urticaria, arthralgia, mood swings, depression, feeling abnormal, vision blurred, paraesthesia, skin lesion, headache, complication of device insertion, pruritus, muscle spasms, weight increased, rash, alopecia, dry throat, dry mouth, pollakiuria, vaginal haemorrhage, menorrhagia, dry skin, eye pruritus, dysmenorrhoea, irritability, panic attack, pelvic infection, migraine, hypoaesthesia, allergy to metals, acne, abdominal pain and abdominal pain lower outcome was unknown, the fatigue had resolved and the abdominal distension and swelling was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, arthralgia, complication of device insertion, depression, dry mouth, dry skin, dry throat, dysmenorrhoea, dyspareunia, eye pruritus, fatigue, feeling abnormal, headache, hypertension, hypoaesthesia, irritability, menometrorrhagia, menorrhagia, migraine, mood swings, muscle spasms, panic attack, paraesthesia, pelvic infection, pelvic pain, pollakiuria, procedural pain, pruritus, rash, skin lesion, swelling, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Patient's belly was so big, she could not even polish her toe nails. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion concerning the injuries reported in this case the following one/onces were described in patient's social media: dry mouth, dry throat, pollakiuria further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dry skin, itchy eyes, dysmenorrhea, irritability, panic attacks, pelvic infection shortly after essure was placed, migraines, nickel allergy, acne on my jaw line, abdominal pain, cramping and swelling. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("horrific pelvic pain / pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("procedure was extremely painful"), fatigue ("fatigued and tired I am all the time."), abdominal distension ("bloating stomach is so bad/bloating ") with dyspnoea, hypertension ("blood pressure is extremely high and having trouble getting it stable"), menometrorrhagia ("extreme heavy painful irregular menstrual cycles"), dyspareunia ("pain with intercourse"), urticaria ("sore hives on my neck and back"), arthralgia ("joint pain in my hands and fingers"), mood swings ("mood swings"), depression ("depression") with anxiety, feeling abnormal ("brain fog"), vision blurred ("blurry vision"), paraesthesia ("pricking sensation on my skin"), skin lesion ("sores on my scalp"), headache ("headache"), complication of device insertion ("took well over an hour"), pruritus ("itchy sore hives on my neck and back"), muscle spasms ("leg cramps"), weight increased ("weight gain"), rash ("skin rashes"), alopecia ("hair loss"), dry throat ("mouth and throat was so dry (coded elsewhere)"), dry mouth ("mouth and throat was so dry (coded elsewhere)") and pollakiuria ("10 day post op and im still peeing every 30 min"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, procedural pain, fatigue, abdominal distension, hypertension, menometrorrhagia, dyspareunia, urticaria, arthralgia, mood swings, depression, feeling abnormal, vision blurred, paraesthesia, skin lesion, headache, complication of device insertion, pruritus, muscle spasms, weight increased, rash, alopecia, dry throat, dry mouth and pollakiuria outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, complication of device insertion, depression, dry mouth, dry throat, dyspareunia, fatigue, feeling abnormal, headache, hypertension, menometrorrhagia, mood swings, muscle spasms, paraesthesia, pelvic pain, pollakiuria, procedural pain, pruritus, rash, skin lesion, urticaria, vision blurred and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Concerning the injuries reported in this case the following one/onces were described in patient's social media: dry mouth, dry throat, pollakiuria quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-feb-2018: follow up from mr(social media)-event dry mouth, dry throat and pollakiuria was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil missing'), pelvic pain ('horrific pelvic pain / pain/ left side stabbing'), pelvic infection ('pelvic infection shortly after essure was placed') and syncope ('faint') in a 37-year-old female patient who had essure (batch no. B53553) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, hypertension, depression and anxiety. Previously administered products included for an unreported indication: ortho-cyclen from (B)(6) 2013 to (B)(6) 2013, ortho tri-cyclen and mirena from 2010 to (B)(6) 2013. Concurrent conditions included hypertension since 2002, dyshidrotic eczema since 2002, eczema, allergic reaction, psychiatric disorder nos, obesity, neurological disorder nos, overweight, gerd, herpes labialis, vaginal bleeding, bacterial vaginosis, external hemorrhoids, dysfunctional uterine bleeding, vaginal itching, breast tenderness, dysfunctional uterine bleeding, chest pain, shortness of breath, pain in extremity, anxiety and gastrooesophageal reflux disease. Concomitant products included amlodipine besilate (norvasc), amlodipine since 2002, clonazepam, fluoxetine hydrochloride (prozac), hydrochlorothiazide and omeprazole. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigued and tired I am all the time/ chronic fatigue"), feeling abnormal ("brain fog"), pruritus ("itchy sore hives on my neck and back/ extreme hives/ hives covering entire body") and acne ("acne on my jaw line"). In (B)(6) 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced dry skin ("dry skin") and eye pruritus ("itchy eyes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), procedural pain ("procedure was extremely painful/pain in my right side from the surgery"), syncope (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel allergy"), menometrorrhagia ("extreme heavy painful irregular menstrual cycles"), abdominal distension ("bloating stomach is so bad/bloating/ belly was so big/hard swollen belly") with dyspnoea, hypertension ("blood pressure is extremely high and having trouble getting it stable"), dyspareunia ("pain with intercourse"), urticaria ("sore hives on my neck and back"), pain in joint involving hand ("joint pain in my hands and fingers"), mood swings ("mood swings"), depression ("depression") with anxiety, vision blurred ("blurry vision"), paraesthesia ("pricking sensation on my skin/ prickling and crawling feeling on fingertips"), skin lesion ("sores on my scalp"), headache ("headache"), muscle spasms ("leg cramps"), rash ("skin rashes"), alopecia ("hair loss"), dry throat ("mouth and throat was so dry (coded elsewhere)"), dry mouth ("mouth and throat was so dry (coded elsewhere)"), pollakiuria ("10 day post op and im still peeing every 30 min/peeing constantly"), irritability ("irritability"), panic attack ("panic attacks"), migraine ("migraines"), hypoaesthesia ("numbness in right foot"), abdominal pain lower ("cramping"), swelling of eyelid ("eyelids were even swollen"), erythema ("scalp was swollen and red"), breast enlargement ("boobs always hurts/huge boobs"), constipation ("constipated"), pain ("entire body and mind was in pain"), bronchitis ("bronchitis"), pneumonia ("pneumonia"), cough ("my stomach hurt so bad from all the coughing"), flatulence ("gas/gas pain"), photopsia ("flash of light in my left eyes then I would be completely blind in that eye"), gastrointestinal disorder ("bowel issue"), appetite disorder ("appetite back"), swelling face ("swollen face"), endometriosis ("endometriosis"), loss of libido ("no interest in sex"), pain in extremity ("feet pain / calves pain / hand pain"), pain in hip ("hip pain"), pain in jaw ("jaw pain"), neuralgia ("nerve pain"), eczema ("eczema") and complication of device insertion ("took well over an hour") and was found to have weight increased ("weight gain") and oxygen saturation decreased ("low oxygen in my blood"). The patient was treated with ethinylestradiol;norgestimate (ortho cyclen), ibuprofen, lidocaine (xylocaine), metronidazole and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, pelvic infection, procedural pain, syncope, back pain, abdominal pain, dysmenorrhoea, allergy to metals, menometrorrhagia, vaginal haemorrhage, menorrhagia, dyspareunia, urticaria, pain in joint involving hand, mood swings, depression, feeling abnormal, vision blurred, paraesthesia, headache, pruritus, muscle spasms, rash, dry throat, dry mouth, pollakiuria, dry skin, eye pruritus, irritability, panic attack, hypoaesthesia, acne, breast enlargement, constipation, flatulence, photopsia, gastrointestinal disorder, endometriosis, loss of libido, pain in extremity, pain in hip, pain in jaw, neuralgia, eczema and complication of device insertion outcome was unknown, the abdominal distension, weight increased, swelling of eyelid, bronchitis, pneumonia and cough was resolving and the fatigue, hypertension, skin lesion, alopecia, migraine, abdominal pain lower, erythema, pain, oxygen saturation decreased, appetite disorder and swelling face had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, appetite disorder, back pain, breast enlargement, bronchitis, complication of device insertion, constipation, cough, depression, device dislocation, dry mouth, dry skin, dry throat, dysmenorrhoea, dyspareunia, eczema, endometriosis, erythema, eye pruritus, fatigue, feeling abnormal, flatulence, gastrointestinal disorder, headache, hypertension, hypoaesthesia, irritability, loss of libido, menometrorrhagia, menorrhagia, migraine, mood swings, muscle spasms, neuralgia, oxygen saturation decreased, pain, pain in extremity, pain in jaw, pain in joint involving hand, panic attack, paraesthesia, pelvic infection, pelvic pain, photopsia, pneumonia, pollakiuria, procedural pain, pruritus, rash, skin lesion, swelling face, swelling of eyelid, syncope, urticaria, vaginal haemorrhage, vision blurred, weight increased and pain in hip to be related to essure. The reporter commented: patient need for additional surgery. Patient's belly was so big, she could not even polish her toe nails. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion; on (B)(6) 2014: results: tubes were blocked. Concerning the injuries reported in this case the following one/onces were described in patient's social media: dry mouth, dry throat, pollakiuria, hypertension, depression, migraine, fatigue, pelvic pain. Concerning the injuries reported in this case, the following one were reported via social media: swelling of eyelid, erythema, breast enlargement, constipation, pain, bronchitis, pneumonia, cough, photopsia, flatulence, gastrointestinal disorder, oxygen saturation decreased, appetite disorder, swelling face, essure micro-insert migration and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received. Event swelling was updated to eyelids were even swollen. New events were added: scalp was swollen and red, boobs always hurts/huge boobs, constipated, entire body and mind was in pain, bronchitis, pneumonia, my stomach hurt so bad from all the coughing, gas/gas pain, flash of light in my left eyes then I would be completely blind in that eye, faint, bowel issue, low oxygen in my blood, loss of libido, back pain, nerve pain, eczema, jaw pain, appetite back, swollen face, feet, calves and hip pain, left coil missing and endometriosis. Outcome of the event weight gain was changed from unknown to recovering and for the events migraine, sores on my scalp, hypertension, cramping and hair loss was changed from unknown to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection shortly after essure was placed") and pelvic pain ("horrific pelvic pain / pain/ left side stabbing") in a 37-year-old female patient who had essure (batch no. B53553) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gerd, hypertension, depression and anxiety. Previously administered products included for an unreported indication: mirena in 2010. Concurrent conditions included eczema, allergic reaction, psychiatric disorder nos, obesity, neurological disorder nos, overweight, hypertension since 2002, dyshidrotic eczema since 2002, gerd, herpes labialis, vaginal bleeding, bacterial vaginosis, external hemorrhoids, dysfunctional uterine bleeding, vaginal itching and breast tenderness. Concomitant products included amlodipine (norvasc), amlodipine since 2002, clonazepam, fluoxetine hydrochloride (prozac), hydrochlorothiazide and omeprazole. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigued and tired I am all the time/ chronic fatigue"), feeling abnormal ("brain fog"), pruritus ("itchy sore hives on my neck and back/ extreme hives/ hives covering entire body") and acne ("acne on my jaw line"). In (B)(6) 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced dry skin ("dry skin") and eye pruritus ("itchy eyes"). On an unknown date, the patient experienced procedural pain ("procedure was extremely painful"), abdominal distension ("bloating stomach is so bad/bloating/ belly was so big") with dyspnoea, hypertension ("blood pressure is extremely high and having trouble getting it stable"), menometrorrhagia ("extreme heavy painful irregular menstrual cycles"), dyspareunia ("pain with intercourse"), urticaria ("sore hives on my neck and back"), arthralgia ("joint pain in my hands and fingers"), mood swings ("mood swings"), depression ("depression") with anxiety, vision blurred ("blurry vision"), paraesthesia ("pricking sensation on my skin/ prickling and crawling feeling on fingertips"), skin lesion ("sores on my scalp"), headache ("headache"), complication of device insertion ("took well over an hour"), muscle spasms ("leg cramps"), weight increased ("weight gain"), rash ("skin rashes"), alopecia ("hair loss"), dry throat ("mouth and throat was so dry (coded elsewhere)"), dry mouth ("mouth and throat was so dry (coded elsewhere)"), pollakiuria ("10 day post op and im still peeing every 30 min"), dysmenorrhoea ("dysmenorrhea"), irritability ("irritability"), panic attack ("panic attacks"), migraine ("migraines"), hypoaesthesia ("numbness in right foot"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and swelling ("swelling"). The patient was treated with ibuprofen, metronidazole, lidocaine (xylocaine), cilest (ortho cyclen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, pelvic pain, procedural pain, hypertension, menometrorrhagia, dyspareunia, urticaria, arthralgia, mood swings, depression, feeling abnormal, vision blurred, paraesthesia, skin lesion, headache, complication of device insertion, pruritus, muscle spasms, weight increased, rash, alopecia, dry throat, dry mouth, pollakiuria, vaginal haemorrhage, menorrhagia, dry skin, eye pruritus, dysmenorrhoea, irritability, panic attack, migraine, hypoaesthesia, allergy to metals, acne, abdominal pain and abdominal pain lower outcome was unknown, the fatigue had resolved and the abdominal distension and swelling was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, arthralgia, complication of device insertion, depression, dry mouth, dry skin, dry throat, dysmenorrhoea, dyspareunia, eye pruritus, fatigue, feeling abnormal, headache, hypertension, hypoaesthesia, irritability, menometrorrhagia, menorrhagia, migraine, mood swings, muscle spasms, panic attack, paraesthesia, pelvic infection, pelvic pain, pollakiuria, procedural pain, pruritus, rash, skin lesion, swelling, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Patient's belly was so big, she could not even polish her toe nails. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case the following one/onces were described in patient's social media: dry mouth, dry throat, pollakiuria. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2014. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil missing'), pelvic pain ('horrific pelvic pain / pain/ left side stabbing'), pelvic infection ('pelvic infection shortly after essure was placed') and syncope ('faint') in a 37-year-old female patient who had essure (batch no. B53553) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, hypertension, depression, anxiety and pregnant. Previously administered products included for an unreported indication: ortho-cyclen from (B)(6) 2013 to (B)(6) 2013, ortho tri-cyclen and mirena from 2010 to (B)(6) 2013. Concurrent conditions included hypertension since 2002, dyshidrotic eczema since 2002, eczema, allergic reaction, psychiatric disorder nos, obesity, neurological disorder nos, overweight, gerd, herpes labialis, vaginal bleeding, bacterial vaginosis, external hemorrhoids, dysfunctional uterine bleeding, vaginal itching, breast tenderness, dysfunctional uterine bleeding, chest pain, shortness of breath, pain in extremity, anxiety and gastrooesophageal reflux disease. Concomitant products included amlodipine besilate (norvasc), amlodipine since 2002, clonazepam, fluoxetine hydrochloride (prozac), hydrochlorothiazide and omeprazole. In 2013, the patient experienced fatigue ("fatigued and tired I am all the time/ chronic fatigue/always feeling tired"), feeling abnormal ("brain fog"), pruritus ("itchy sore hives on my neck and back/ extreme hives/ hives covering entire body") and acne ("acne on my jaw line"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/her heavy bleeding and having period for over half the month"). In (B)(6) 2015, the patient experienced dry skin ("dry skin") and eye pruritus ("itchy eyes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), procedural pain ("procedure was extremely painful/pain in my right side from the surgery"), syncope (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel allergy"), menometrorrhagia ("extreme heavy painful irregular menstrual cycles"), abdominal distension ("bloating stomach is so bad/bloating/ belly was so big/hard swollen ebelly/swollen stomach / swelly belly") with dyspnoea, hypertension ("blood pressure is extremely high and having trouble getting it stable"), dyspareunia ("pain with intercourse"), urticaria ("sore hives on my neck and back"), pain in joint involving hand ("joint pain in my hands and fingers"), mood swings ("mood swings"), depression ("depression") with anxiety, vision blurred ("blurry vision"), paraesthesia ("pricking sensation on my skin/ prickling and crawling feeling on fingertips"), skin lesion ("sores on my scalp"), headache ("headache"), muscle spasms ("leg cramps"), rash ("skin rashes"), alopecia ("hair loss"), dry throat ("mouth and throat was so dry (coded elsewhere)"), dry mouth ("mouth and throat was so dry (coded elsewhere)"), pollakiuria ("10 day post op and im still peeing every 30 min/peeing constantly"), irritability ("irritability"), panic attack ("panic attacks"), migraine ("migraines"), hypoaesthesia ("numbness in right foot"), abdominal pain lower ("cramping"), swelling of eyelid ("eyelids were even swollen"), erythema ("scalp was swollen and red"), breast enlargement ("boobs always hurts/huge boobs"), constipation ("constipated"), pain ("entire body and mind was in pain"), bronchitis ("bronchitis"), pneumonia ("pneumonia"), cough ("my stomach hurt so bad from all the coughing"), flatulence ("gas/gas pain"), photopsia ("flash of light in my left eyes then I would be completly blind in that eye"), gastrointestinal disorder ("bowel issue"), appetite disorder ("appetite back"), swelling face ("swollen face"), endometriosis ("endometriosis"), loss of libido ("no interest in sex"), pain in extremity ("feet pain / calves pain / hand pain/foot is in so much pain"), pain in hip ("hip pain"), pain in jaw ("jaw pain"), neuralgia ("nerve pain"), eczema ("eczema"), complication of device insertion ("took well over an hour"), furuncle ("boil under my collar bone for year"), joint swelling ("joint swollen") and skin striae ("strech marks") and was found to have weight increased ("weight gain"), oxygen saturation decreased ("low oxygen in my blood") and weight decreased ("was down about lbs at 2weeks post op/ I dropped from 16 to ten/ was down about 6lbs"). The patient was treated with ethinylestradiol;norgestimate (ortho cyclen), ibuprofen, lidocaine (xylocaine), metronidazole and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, pelvic infection, procedural pain, syncope, back pain, abdominal pain, dysmenorrhoea, allergy to metals, menometrorrhagia, vaginal haemorrhage, menorrhagia, dyspareunia, urticaria, pain in joint involving hand, mood swings, depression, feeling abnormal, vision blurred, paraesthesia, headache, pruritus, muscle spasms, rash, dry throat, dry mouth, pollakiuria, dry skin, eye pruritus, irritability, panic attack, hypoaesthesia, acne, breast enlargement, constipation, flatulence, photopsia, gastrointestinal disorder, endometriosis, loss of libido, pain in extremity, pain in hip, pain in jaw, neuralgia, eczema, complication of device insertion, joint swelling, weight decreased and skin striae outcome was unknown, the abdominal distension, weight increased, swelling of eyelid, bronchitis, pneumonia and cough was resolving, the fatigue, hypertension, skin lesion, alopecia, migraine, abdominal pain lower, erythema, pain, oxygen saturation decreased, appetite disorder and swelling face had resolved and the furuncle had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, appetite disorder, back pain, breast enlargement, bronchitis, complication of device insertion, constipation, cough, depression, device dislocation, dry mouth, dry skin, dry throat, dysmenorrhoea, dyspareunia, eczema, endometriosis, erythema, eye pruritus, fatigue, feeling abnormal, flatulence, furuncle, gastrointestinal disorder, headache, hypertension, hypoaesthesia, irritability, joint swelling, loss of libido, menometrorrhagia, menorrhagia, migraine, mood swings, muscle spasms, neuralgia, oxygen saturation decreased, pain, pain in extremity, pain in jaw, pain in joint involving hand, panic attack, paraesthesia, pelvic infection, pelvic pain, photopsia, pneumonia, pollakiuria, procedural pain, pruritus, rash, skin lesion, skin striae, swelling face, swelling of eyelid, syncope, urticaria, vaginal haemorrhage, vision blurred, weight decreased, weight increased and pain in hip to be related to essure. The reporter commented: patient need for additional surgery. Patient's belly was so big, she could not even polish her toe nails. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion; on (B)(6) 2014: results: tubes were blocked. Concerning the injuries reported in this case the following one/onces were described in patient's social media: dry mouth, dry throat, pollakiuria, hypertension, depression, migraine, fatigue, pelvic pain. Concerning the injuries reported in this case, the following one were reported via social media: swelling of eyelid, erythema, breast enlargement, constipation, pain, bronchitis, pneumonia, cough, photopsia, flatulence, gastrointestinal disorder, oxygen saturation decreased, appetite disorder, swelling face, essure micro-insert migration and endometriosis, furuncle, joint swelling, weight decreased, skin striae quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4) ) on -(B)(6)2014. The most recent information was received on -(B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil missing'), pelvic pain ('horrific pelvic pain / pain/ left side stabbing'), pelvic infection ('pelvic infection shortly after essure was placed') and syncope ('faint') in a 37-year-old female patient who had essure (batch no. B53553) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, hypertension, depression, anxiety and pregnant. Previously administered products included for an unreported indication: ortho-cyclen from-(B)(6) 2013, ortho tri-cyclen and mirena from 2010 to -(B)(6) 2013. Concurrent conditions included hypertension since 2002, dyshidrotic eczema since 2002, eczema, allergic reaction, psychiatric disorder nos, obesity, neurological disorder nos, overweight, gerd, herpes labialis, vaginal bleeding, bacterial vaginosis, external hemorrhoids, dysfunctional uterine bleeding, vaginal itching, breast tenderness, dysfunctional uterine bleeding, chest pain, shortness of breath, pain in extremity, anxiety and gastrooesophageal reflux disease. Concomitant products included amlodipine besilate (norvasc), amlodipine since 2002, clonazepam, fluoxetine hydrochloride (prozac), hydrochlorothiazide and omeprazole. In 2013, the patient experienced fatigue ("fatigued and tired I am all the time/ chronic fatigue/always feeling tired"), feeling abnormal ("brain fog"), pruritus ("itchy sore hives on my neck and back/ extreme hives/ hives covering entire body") and acne ("acne on my jaw line"). On -(B)(6) 2013, the patient had essure inserted. In -(B)(6) 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In j-(B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In -(B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/her heavy bleeding and having period for over half the month"). In -(B)(6) 2015, the patient experienced dry skin ("dry skin") and eye pruritus ("itchy eyes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), procedural pain ("procedure was extremely painful/pain in my right side from the surgery"), syncope (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel allergy"), menometrorrhagia ("extreme heavy painful irregular menstrual cycles"), abdominal distension ("bloating stomach is so bad/bloating/ belly was so big/hard swollen ebelly/swollen stomach / swelly belly") with dyspnoea, hypertension ("blood pressure is extremely high and having trouble getting it stable"), dyspareunia ("pain with intercourse"), urticaria ("sore hives on my neck and back"), pain in joint involving hand ("joint pain in my hands and fingers"), mood swings ("mood swings"), depression ("depression") with anxiety, vision blurred ("blurry vision"), paraesthesia ("pricking sensation on my skin/ prickling and crawling feeling on fingertips"), skin lesion ("sores on my scalp"), headache ("headache"), muscle spasms ("leg cramps"), rash ("skin rashes"), alopecia ("hair loss"), dry throat ("mouth and throat was so dry (coded elsewhere)"), dry mouth ("mouth and throat was so dry (coded elsewhere)"), pollakiuria ("10 day post op and im still peeing every 30 min/peeing constantly"), irritability ("irritability"), panic attack ("panic attacks"), migraine ("migraines"), hypoaesthesia ("numbness in right foot"), abdominal pain lower ("cramping"), swelling of eyelid ("eyelids were even swollen"), erythema ("scalp was swollen and red"), breast enlargement ("boobs always hurts/huge boobs"), constipation ("constipated"), pain ("entire body and mind was in pain"), bronchitis ("bronchitis"), pneumonia ("pneumonia"), cough ("my stomach hurt so bad from all the coughing"), flatulence ("gas/gas pain"), photopsia ("flash of light in my left eyes then I would be completly blind in that eye"), gastrointestinal disorder ("bowel issue"), appetite disorder ("appetite back"), swelling face ("swollen face"), endometriosis ("endometriosis"), loss of libido ("no interest in sex"), pain in extremity ("feet pain / calves pain / hand pain/foot is in so much pain"), pain in hip ("hip pain"), pain in jaw ("jaw pain"), neuralgia ("nerve pain"), eczema ("eczema"), complication of device insertion ("took well over an hour"), furuncle ("boil under my collar bone for year"), joint swelling ("joint swollen") and skin striae ("strech marks") and was found to have weight increased ("weight gain"), oxygen saturation decreased ("low oxygen in my blood") and weight decreased ("was down about lbs at 2weeks post op/ I dropped from 16 to ten/ was down about 6lbs"). The patient was treated with ethinylestradiol;norgestimate (ortho cyclen), ibuprofen, lidocaine (xylocaine), metronidazole and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on -(B)(6) -2015. At the time of the report, the device dislocation, pelvic pain, pelvic infection, procedural pain, syncope, back pain, abdominal pain, dysmenorrhoea, allergy to metals, menometrorrhagia, vaginal haemorrhage, menorrhagia, dyspareunia, urticaria, pain in joint involving hand, mood swings, depression, feeling abnormal, vision blurred, paraesthesia, headache, pruritus, muscle spasms, rash, dry throat, dry mouth, pollakiuria, dry skin, eye pruritus, irritability, panic attack, hypoaesthesia, acne, breast enlargement, constipation, flatulence, photopsia, gastrointestinal disorder, endometriosis, loss of libido, pain in extremity, pain in hip, pain in jaw, neuralgia, eczema, complication of device insertion, joint swelling, weight decreased and skin striae outcome was unknown, the abdominal distension, weight increased, swelling of eyelid, bronchitis, pneumonia and cough was resolving, the fatigue, hypertension, skin lesion, alopecia, migraine, abdominal pain lower, erythema, pain, oxygen saturation decreased, appetite disorder and swelling face had resolved and the furuncle had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, appetite disorder, back pain, breast enlargement, bronchitis, complication of device insertion, constipation, cough, depression, device dislocation, dry mouth, dry skin, dry throat, dysmenorrhoea, dyspareunia, eczema, endometriosis, erythema, eye pruritus, fatigue, feeling abnormal, flatulence, furuncle, gastrointestinal disorder, headache, hypertension, hypoaesthesia, irritability, joint swelling, loss of libido, menometrorrhagia, menorrhagia, migraine, mood swings, muscle spasms, neuralgia, oxygen saturation decreased, pain, pain in extremity, pain in jaw, pain in joint involving hand, panic attack, paraesthesia, pelvic infection, pelvic pain, photopsia, pneumonia, pollakiuria, procedural pain, pruritus, rash, skin lesion, skin striae, swelling face, swelling of eyelid, syncope, urticaria, vaginal haemorrhage, vision blurred, weight decreased, weight increased and pain in hip to be related to essure. The reporter commented: patient need for additional surgery. Patient's belly was so big, she could not even polish her toe nails. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Hysterosalpingogram - on -(B)(6) 2014: results: total bilateral occlusion; on -(B)(6) 2014: results: tubes were blocked. Concerning the injuries reported in this case the following one/onces were described in patient's social media: dry mouth, dry throat, pollakiuria, hypertension, depression, migraine, fatigue, pelvic pain. Concerning the injuries reported in this case, the following one were reported via social media: swelling of eyelid, erythema, breast enlargement, constipation, pain, bronchitis, pneumonia, cough, photopsia, flatulence, gastrointestinal disorder, oxygen saturation decreased, appetite disorder, swelling face, essure micro-insert migration and endometriosis, furuncle, joint swelling, weight decreased, skin striae quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on -(B)(6) 2020: this is retention case duplicate case is identified. All the refrences and source document from deletion case : -(B)(4) . Reporter, medical history, event : boil under my collar bone for year, joint swollen, strech marks added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.